Manufacturer narrative:
H6: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not completed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro 2 had electrical issues during the same case. The first device remained activated in the neutral position and would not shut off. The second device did not work at all. The extension cable, adapter cable, and the power supply were switched but still did not work. Case was completed with open procedure with multiple incisions in leg. Reporter stated "they converted to open because it was taking too long to troubleshoot". It is unk if products will return for investigation. Refer to 2242352-2011-01497.